Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with bac-up vvi mode related to hardware reset noted on the patient's implantable cardioverter defibrillator. Back-up defibrillation was not available during the reported back-up episodes. No intervention or adverse patient consequences were reported.